Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. All available information was investigated and the reported difficult or delayed positioning and slda appear to be due to challenging patient anatomy/pathology. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with a p1/p2 prolapse, posterior leaflet restrictions and an enlarged atrium. A mitraclip (cds0502/90429u126) was advanced, however, grasping was difficult as the anterior and posterior leaflets were difficult to capture at the same time. After a few attempts, the clip was deployed at a3/p3 segment. Another mitraclip was advanced, however the leaflets were difficult to grasp due to patient anatomy. While attempting to implant the clip, the first implanted clip (cds0502/90429u126) detached from the anterior leaflet and remained attached to the posterior leaflet; a single leaflet device attachment (slda) occurred. In the physician's opinion, the slda was due to pre-existing anatomy, specifically tethered leaflets. Post procedure remained at 4. The second clip was not implanted and was removed from the anatomy. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.